Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 525mg/dl and 105mg/dl. Five hundred twenty mg/dl and 201mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.